Event description:
Report received from the USA stating that the device "was not working." It was unknown to the reporter if the device was used in surgery or whether or not there were and injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).